Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose was 45-70 mg/dl at the time of the incident. The customer¿s current blood glucose was 118 mg/dl. The customer was treated for the low blood glucose with apple juice or food. Customer stated that the drive support cap appeared normal. The product was not returned for analysis.